Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017, a tandem clinical diabetes specialist reported that the customer's reported issue had been resolved. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 180 units of insulin. The customer's blood glucose (bg) level was 262 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer was unable to load another cartridge and was to use a back-up therapy to manage diabetes.